Event description:
It was reported that bd maxplus pressure rated extension set had connection issues. The following information was received by the initial reporter with the following verbatim. It was reported by customer that they were unable to remove the needleless connector from the bd max plus extension set with removable needleless connector.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Correction: annex a has been updated. H10: the customer reported the maxplus could not be removed from the ext set, and returned one used sample of material mp5303-c, lot 25095419. Upon initial visual examination, the set had no defects or abnormalities. The maxplus was unable to be disconnected, and the complaint was verified. Examination under a microscope found traces of solvent up into the maxplus. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant found the root cause for the occlusion to be related to incorrect solvent application by the assembler.

Event description:
No additional information was provided.